Event description:
It was reported that during a procedure, when pulling the bag out of the port, the bag ripped. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.